Event description:
It was reported that the patient presented to the ER with a vibratory alert for high voltage lead impedance (hvli) out of range. Noise was not reproducible at that time. Programming changes and lead revision was suggested. On (B)(6) 2017, noise was observed on the rv lead with isometric arm movements in clinic. Atrial lead noise was also observed on the stored egms. The physician decided to turn the hv therapy off and will continue to monitor the patient, as there was no history of vt/vf. No lead revision is planned.